Manufacturer narrative:
Examination is not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the durabraid suture broke while the surgeon was tightening the knots. An alternate device was used to complete the procedure. The suture was discarded by the healthcare professional.